Event description:
It was reported that a revision surgery took place on (B)(6) 2021 due to a femoral stem subsided. It was replaced with a bigger implant. Implants removed were r3 us delta head 32 +4 and polarstem collar std. Ti/ha 2. There are no thoughts from the surgeon that the implant failed. He believes it was undersized. Primary surgery took place on (B)(6) 2019.

Manufacturer narrative:
It was reported that a revision surgery took place on (B)(6) 2021 due to a polarstem collar std. Ti/ha 2 subsided. It was replaced with a bigger implant. There are no thoughts from the surgeon that the implant failed. He believes it was undersized. The clinical root cause of the subsidence and subsequent revision is related to the ¿undersized femoral stem and is not related to a malperformance of the implant. No further medical assessment is warranted at this time. To date the claimed stem, which intent use is in treatment, was not returned for investigation. A product history review was performed but no indications were found which could explain occurred failure for the device. No similar complaint can be found. The risk of an implant migration is covered within our current risk file and rated as low. In our current instruction for use for hip implants [lit.12.23, ed.05/16] a repositioning of the implant is a known and possible side effect of a total hip implantation. After the performed investigations the root cause for this implant migration can not be stated. The case will be closed. S+n will monitor this device for similar issues.